Event description:
It was reported that a balloon rupture occurred. The 85% stenosed 80-90mm x 14-16mm target lesion was located in the non calcified and non tortuous common external bilateral iliac vein. A 10.0-40, 80 wanda balloon catheter was used to dilatate the lesion. The physician noticed that the pressure gauge was not mounting after they followed the procedure to dilate the balloon. They removed the device and found that the balloon had ruptured. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located at 1mm distal to the distal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the pinhole. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed 80-90mm x 14-16mm target lesion was located in the non calcified and non tortuous common external bilateral iliac vein. A 10.0-40, 80 wanda¿ balloon catheter was used to dilatate the lesion. The physician noticed that the pressure gauge was not mounting after they followed the procedure to dilate the balloon. They removed the device and found that the balloon had ruptured. The procedure was completed with another with same device. No patient complications were reported and patients' status was stable. This product is only ous approved but it is similar to an approved us device.